Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that very low impedances were measured between two contacts and the patient had minimal improvement of their dystonia after implant. The cause of the low impedances remains unknown. The implantable neurostimulator (ins) was programmed to 1-, 2+ at 4.0v, 90 usec, and 130 hz on the left side and 9-, 10+ at 4.0v, 90 usec, and 130 hz on the right side. Impedance of electrode pair 0-1 on the left side was measured to be 30 ohms when measured at 1.5v and 35 ohms when measured at 3.0v. Impedances were measured to be high on electrode pair c-3 on the left side and c-8, c-11, and 8-11 on the right side, but the impedances were normal when measured at a high voltage. Therapy impedances on the right and left sides were normal. The issue was not resolved. No surgical intervention was taken or planned and the patient was alive with no injury. The patient's indication for use is dystonia. No further patient complications were anticipated/reported.

Manufacturer narrative:
Mfg site ID was updated to 9614453. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported that there was no stimulation on electrodes 0 and 1 anymore. Impedances were measured on (B)(6) 2017 and they were normal. Impedances had not been checked again until (B)(6) 2017. The cause of the low impedances was not determined. X-rays were done and the deep brain stimulation system was normal. The low impedance had not resolved when the implanted system was last checked on (B)(6) 2017. No additional troubleshooting was done and no action or interventions were taken since the patient's therapy was not affected.